Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and hcp. The patient was receiving morphine 4mg/ml at 0.9993mg/day. It was reported that the patient was having excruciating, non-stop back (spine) pain, vomiting, and blood pressure elevated due to out of control pain. The patient was hospitalized in the emergency room (ER). She was admitted to control crisis symptoms medically exhibited from (B)(6) 2018 to (B)(6)2018. She deteriorated rapidly to the point of recommendation discharge to nursing home to learn how to walk again with a walker. She was catapulted into pain crisis hospitalization. Per the hcp, it was clarified that the cause of the patient symptoms (back pain, vomiting, blood pressure elevated) and hospitalization was the catheter was coiled. Surgery was performed to replace the catheter on (B)(6) 2018. There were no further complications reported at this time.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter; ubd: 06-aug-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via the manufacturing representative (rep) regarding a patient receiving an unknown concentration of morphine at 0.7 mg/day (with the personal therapy manager [ptm] dosing) via an implantable pump for non-malignant pain. It was reported the patient presented to the physician¿s office complaining of nausea, vomiting, and severe pain. It was indicated the pain was new radicular pain. The event date was provided as (B)(6) 2018. Regarding environmental/external/patient factors that may have led or contributed to the issue, it was indicated there had not been any falls or explanations. The pump was interrogated, and the rep indicated everything was within normal limits. A magnetic resonance imaging procedure (MRI) was obtained and showed the catheter was coiled around the upper lumbar displacing nerve roots. The physician was unable to see the tip, so a thoracic MRI was being requested to visualize the tip to rule-out a granuloma. It was reported the physician would most likely consult with neuro for further action once the physician obtained the MRI of the thoracic spine. The issue had not been resolved at the time of the report. The patient¿s status was provided as ¿alive-with injury¿ at the time of the report. No further complications were reported or anticipated. Other medications being given at the time of the event, patient weight, and medical history were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via the manufacturing representative (rep). It was reported there was no granuloma noted at this point. The thoracic MRI was done, but the rep was unsure of the results. It was indicated there was nothing concerning, per the physician. The rep was unsure if the catheter had dislodged or migrated but reiterated that it was coiled in the intrathecal space. It had not been determined what caused the catheter to coil. No further actions or interventions had been taken or planned.

Manufacturer narrative:
Patient code (B)(4) is no longer applicable for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via the manufacturing representative (rep). It was reported the physician consulted with the neurosurgeon and they decided the catheter had been at this location for at least a year so the new pain was not associated with the catheter coiling. The physician released the patient from the hospital because of the decrease in pain, which had resolved at the time of the report. It was reported the physician felt the patient issues had resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated that in min (B)(6) 2018 the patient began experiencing a lot of back and spinal cord pain. The caller stated that she the pain was so intense that her gait and balance were horrible, she could not sleep at all. The caller stated that she could barely walk and kept falling. It was noted that the patient had falls all of the time and used a walker because her feet just give out. By (B)(6) 2017 she could not walk at all, fell off the toilet, and was sweating like crazy. A computed tomography scan was done and it confirmed that the catheter was kinked. It was reported that the catheter had aggravated the nerves really bad at the site of insertion where the tube was pressed. The caller stated that the neurosurgeon suggested that fluid be taken off her spine. Follow up was reported and no more kinking was reported. No further complications have been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.